Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the cine playback on the 9900 system would not work correctly. No patient injury was reported.